Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak being found after stopping treatment. There was an air detected in cassette warning during fill 1 of 6. Treatment was stopped. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from where cassette was inserted. Patient advised to let cycler air dry and continue to use for following treatments. In a follow-up, the patient's pd nurse verified the fluid leak event and said there was no harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment with manual treatment that night. The patient was able to use the cycler the next day with no other issues. The cycler is still being used by the patient. The cycler set is not available to return as a sample product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak being found after stopping treatment. There was an air detected in cassette warning during fill 1 of 6. Treatment was stopped. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from where cassette was inserted. Patient advised to let cycler air dry and continue to use for following treatments. In a follow-up, the patient's pd nurse verified the fluid leak event and said there was no harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment with manual treatment that night. The patient was able to use the cycler the next day with no other issues. The cycler is still being used by the patient. The cycler set is not available to return as a sample product.